Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue. It was determined that the cause was the lock sensor. The lock sensor was replaced and the device then passed all testing.

Event description:
It was reported that, during pre-testing, the device showed error 41541. There was no patient involvement.